Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 was due to damaged electrical parts caused by water invasion in the scope connector. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found there was no image when the scope was turned on and an error e315 was displayed. The plug body was dismantled and moisture was found. Corrosion was also found on the screw head of the connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported evis lucera elite colonovideoscope was faulty. The device had no image and a scope error e315 was displayed. The issue was found when preparing the device for use. There was no reported patient harm or impact due to this event.